Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that insyte autoguard yel 24ga x .75in safety needle could not be recycled. The following information was provided by the initial reporter: safety needle cannot be recycled.

Event description:
It was reported that insyte autoguard yel 24ga x .75in safety needle could not be recycled. The following information was provided by the initial reporter: safety needle cannot be recycled.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit without packaging and two photos. Visual observation of the unit and provided photos revealed the button was not depressed and there was no visible physical-mechanical damage to the components. Microscopic evaluation revealed traces of misplaced cured adhesive between the grip and hub which prevented retraction from occurring, confirming the reported defect. The defect is likely related to adhesive introduction during the manufacturing process. A device history record review could not be performed as the lot number is unknown. H3 other text : see h.10.